Manufacturer narrative:
H3: analysis of the pump identified a high current drain due to an anomaly with a (integrated circuit) component on the hybrid (circuit board). H6: the previously reported evaluation codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Sections b2 and h1 have been updated. H3: analysis results were not available at the time of this report. A follow-up report will be submitted once analysis is complete. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 500 mcg/ml gablofen at 121.48 mcg/day (also reported at 134.8 mcg/day). The reason for use was multiple sclerosis. It was reported that the pump went into a sleep mode between refills. Patient complained of tightness between refills. Pump was adjusted but with no improvement. When patient came for her scheduled refill three months later there was 17.5 ml in a 20 ml pump. Upon interrogation the pump seemed to ¿come on¿ and start working properly. It was unknown if the issue was resolved at the time of the report. Medical notes were provided from a refill on (B)(6) 2020. It was reported that there was no change in medications or medical status since the last visit. There were complaints of high tone in the legs, wants in increase the dose. During the refill, 17 ml was withdrawn. After refilling the pump on (B)(6) 2019 at a total daily rate of 134.8 mcg/day with 20 ml of 500 mcg/ml baclofen, the documented alarm date from her note/encounter on (B)(6) 2019 was mathematically correct and appropriate of (B)(6) 2020. When the pump was interrogated on (B)(6) 2020, the pump estimated a 17.5 residual reservoir volume and an alarm date of (B)(6) 2020. However, at a rate of 134.8 mcg/day, there should have been an expected 3 ml left. The pump was indeed emptied of about 17 ml. After interrogating the pump and doing the math, given today¿s displayed alarm date of (B)(6) 2020, this date is actually consistent with a reservoir volume of 17.5 ml and a total daily dose of 134.8 mcg/day. It appears that the pump was not administering medication for some time since the last visit in (B)(6) 2019, and upon interrogation of the pump today, it restarted and calculated an alarm date of (B)(6) 2020 based on the 17.5 ml remaining in the reservoir, at a daily rate of 134.8 mcg/day. There were no entries in the pump logs since the last refill or any indications of a motor stall or alarms. The pump was injected with 20 ml of drug and the pump was reprogrammed to reflect the refilled reservoir. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A company representative further reported that there was no additional or new information available regarding the event and all previously reported information remained the same.